Event description:
It was reported by the pt that she had not felt stimulation for a month prior to the report and had 7 gran mal seizures the day prior. The pt's previous neurologist and passed away and she was needing a new physician. She noted that she had not had her vns checked in over a year. The pt was referred for vns replacement which has occurred. A manufacturer representative present at the surgery indicated that there were no medication or programming changes that are believed to have caused or contributed to the increased seizures. Diagnostics at the time of the surgery were normal with dcdc=2. Attempts for further information and the return of the pt's vns generator are currently in progress.

Event description:
The explanted generator has been received and undergone analysis. The generator performed to specifications and no anomalies were found. Follow-up with the site found that the physician is not sure what to attribute the patient's seizures to. The patient has not been seen for follow-up at this time so it is unknown if the patient's seizures have resolved since replacement. The site is still attempting to obtain the patient's medical records and medical history from the patient's previous physician.